Event description:
The field sales associate reported the following: on an unknown date approximately 5 years ago (date of (B)(6) 2019 will be used as date of implant) a gore® excluder® aaa endoprostheses was implanted to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2024, the patient presented with a contained ruptured aneurysm. The left common iliac device had lost seal and pressurized the aortic aneurysm. The physician planned to coil the left internal iliac artery and cover it. An iliac extender endoprosthesis was implanted and extended the left iliac limb device distal into the left external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: plc product#20059739, a review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. Patient medications: nitroglycerin, lipitor, lotrisone, lipitor, protonix, zoloft, flomax, eliquis, vultaren, toprol xl, vitamin d, vitamin b, vitamin c, multivitamin the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.